Event description:
Unomedical reference number (B)(4). Event occurred in colombia. It was reported that patient faced infusion set cannula bent events on 10-may-2024. The insertion site was at abdomen. Infusion set has been used for 1 day. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
(B)(6). Patient country: colombia.